Event description:
It was reported that the graft was thicker than expected ("when classical assembly"). The graft was "re-attached " by staples. No other info has been provided.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.